Manufacturer narrative:
Arjo received a copy of medwatch report (uf report #0300610000-2020-8005) in which was indicated that a patient fell from an citadel plus bed. It was reported that the bed did not have cables installed for the bed alarm. There was no indication that any injury occurred. The bed involved in the reported issue was part of us rental fleet. Based on the serial number provided by the customer, we could established that the bed in question was, in fact, a citadel bed frame not citadel plus. A citadel bed frame is equipped with varizone patient movement and exit detection alarm. Both functions can be adjusted to individual patient¿s weight in order the bed could sense patient¿s movement and trigger an alarm. The bed was rented to banner boswell medical center (sun city, us) on 23 jun 2020 and returned on 02 jul 2020 without indication about any incident. The device was quality control checked before (on 16 jun 2020) and after rental (on 03 jul 2020) and no issues were detected. The bed exit alarm and side rails are checked during each quality process. Based on the above, the customer allegation about malfunction of the arjo device cannot be confirmed. Arjo has made four unsuccessful attempts to contact the initial reporter to collect more details about reported issue and to be able establish the cause of the patient fall. In respect to unconfirmed allegation of exit alarm failure and lack of details information how the fall happened, we were not able to establish the exact cause of the reported fall. The exit alarm is not preventing from a fall. The bed has side rails which can be used at the customer¿s discretion to restrain the patient. There was no side rails failure found when the bed was inspected. To conclude, the arjo bed was used while the event occurred, therefore it played a role in the event. It is unknown why the patient fall from the bed. The bed exit alarm allegedly did not work, but this was not confirmed during bed inspection. The complaint was assessed as reportable due to allegation of patient fall, which may lead to serious health consequences.

Manufacturer narrative:
We are trying to contact with the customer to confirm the allegation, and to perform an inspection of the device: 1st attempt was made on 3 nov 2020, voicemail was left; 2nd attempt was made on 9 nov 2020, 2nd voicemail was left.

Event description:
Arjo received a copy of medwatch report (uf report # (B)(4)) in which was indicated that a patient fell from an arjo citadel plus bed. It was reported that the bed did not have cables installed for the bed alarm. There was no indication that any injury occurred.